Event description:
It was reported to philips that wireless footswitch intermittently disconnects during clinical use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service issued a field safety notice and is investigating a firmware fix. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).